Event description:
Reportedly, the luer-lock connection on the pt side of the device appeared detached when opening the packaging. No pt complications were reported.

Manufacturer narrative:
Device not returned.